Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro dc extension cable caused the device to remain activated. A replacement cable was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)